Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. There are two sets of results. The first set, the patient's blood glucose results were 220 and 115 mg/dl. Tests were done within 10 minutes with a difference of 56%. The second set, the patient's blood glucose results were 196 and 116 mg/dl. Tests were done within 10 minutes with a difference of 45%. Patient did not experience any adverse events. No further information has been reported.